Event description:
A pt reported experiencing inaccurate low results with a otb meter. The pt's blood glucose results were 90mg/dl vs. 183 lab. Tests were done within 11-20 mins with a difference of 45%. Pt did not experience any adverse events. No further info has been reported.